Event description:
A surgeon reports that six weeks after intraocular lens (iol) implant surgery, the patient report a decrease in visual acutiy. Upon examination, the surgeon noted a "dusting of cells" in the visual axis. The capsular rhexis was smaller than 5mm. No inflammation was noted. Best-corrected visual acuity was 20/50. The surgeon indicated he planned to treat the patient with steroids and was considering a yag. The association between this event and the iol is not known. Additional information has been requested.

Event description:
The reporting surgeon provided additional info. An anterior yag capsulotomy was performed and was successful in removing the cells in the visual axis. The pt's vision had decreased to 20/40- before this procedure, but the surgeon now anticipates a full recovery of vision.